Event description:
During incident in 2004 involving a pt who had suffered cardiac arrest, this defib prompted "check tape" while attached to the pt with defib pads. They removed the tape, finding it tangled in the mechanism, rewound and reinserted the tape and the unit still prompted "check tape". They were able to analyze the pt as non shockable, the pt was transported to a hospital, pt outcome is unk. The reporter stated that pt treatment was not compromised by the defibrillator.